Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.

Manufacturer narrative:
G4: 27may2020. B4: 25jun2020. The customer reported the touch screen was not working. The service engineer remotely confirmed the reported failure. The service engineer had the customer recalibrate the screen, so it would be responsive to touch once again. The unit passed performance verification testing and it returned to service. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.